Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders removed due to a bulge on the left outer proximal penis shaft found to be from too long cylinder from incorrect measurement compounded by a placque. Implant inflated fine but felt bulge around outer edge of penis. The plaque was excised and a new 1 cm shorter cylinder was insertion. No further issue.

Manufacturer narrative:
D10, h3, h6, h10. H3 device evaluation. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. Based on the event details directly relating to the cylinder and visual inspection of the pump; product analysis deemed no further analysis necessary. Product analysis is unable to confirm the reported allegations nor a device relationship related to the reported events.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders removed due to a bulge on the left outer proximal penis shaft found to be from too long cylinder from incorrect measurement compounded by a placque. Implant inflated fine but felt bulge around outer edge of penis. The plaque was excised and a new 1 cm shorter cylinder was insertion. No further issue.